Manufacturer narrative:
Date of event: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident, and without this information, we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: a complaint of the tip of the ivf tubing broke off into the t connector clave was received from the customer. No product or photo was returned by the customer. The customer complaint could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that unspecified bd¿ ivf tubing tip broken. The following information was provided by the initial reporter: material no: unknown; batch no: unknown. It was reported that the tip of the ivf tubing broke off into the t connector clave as it was being connected. Per customer email, "I was just notify by the nicu that they had an issue last night with the alaris pump tubing. The tip of the ivf tubing broke off into the t connector clave when they were connecting it. The t connector and tubing needed to be replaced. They did not have the packaging as the tubing was already being used. I have the tubing in my office if you need it."